Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm maryland bipolar forceps instrument could not open the wrist joint properly. Upon examination, the wrist joint was found to be malfunctioning. After checking the surgical video, it was found that the instruments were also operated in accordance with the specifications. The nurse claimed that the equipment was cleaned and disinfected to specifications after each use, and she did not know why it was malfunctioning. There were no collisions during the use of the instrument. The device also has only the last useful life. The procedure was completed with no reported injury.